Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 13: (B)(6) services. (B)(6) . Operative report. Pre-operative diagnosis: ventral hernia. Post-operative diagnosis: same. Assistants: none. Anesthesia: general endotracheal anesthesia. Indications: this patient presents with reducible ventral hernia and will undergo ventral hernia repair. The patient was seen again in the holding room. The risks and benefits, including but not limited to recurrence and mesh infection requiring removal were explained to the patient, who acknowledges these risks and wishes to proceed. Procedure in details: ¿the patient was taken to operating room, identified as scott leonard and the procedure was verified as laparoscopic ventral hernia repair. A time out was held and the above information confirmed. Prior to induction of general anesthesia, antibiotic prophylaxis was administered. General endotracheal anesthesia was then administered and tolerated well. After the induction, the abdomen was prepped in the usual sterile fashion. The patient was positioned in the supine position with the arms extended. All ports were injected with a combination of short and long acting local anesthetic prior to incision. An incision was made in the right upper quadrant, just off the costal margin. Access to the abdomen was obtained using an optical viewing 11 mm trochar with a 0 degree laparoscope. A pneumoperitoneum to 15 mm hg was obtained. The underlying bowel was inspected and found to be free of injury. A 5 mm port was placed in the right lateral abdomen to facilitate dissection. The ventral hernia was identified and measured to be approximately 3 x 5 cm in greatest dimension. A combination of blunt dissection and electrocautery were used to reduce the hernia contents back into the abdomen. The defect was measured and a 15 x 19 cm piece of gore dualmesh was chosen to cover the defect. Gore sutures were placed at the superior and inferior margins of the mesh, as well as the right and left lateral edges of the mesh. The mesh was rolled up and inserted through the 11 mm trochar, then unrolled within the abdomen. Stab incisions were made on the anterior abdominal wall corresponding to the sutures on the mesh. A gore suture passer was used to grasp the loose ends of the sutures and pull them through the abdominal wall. Once all of the sutures were brought through, they were tied down. The mesh was inspected and found to lie flush with the abdominal wall, and under no tension. The securestrap was used to place tacks at 1 to 1.5 cm intervals around the circumference of the mesh. This was unsuccessful on the left lateral edge of the mesh as a direct line of firing could not be obtained. The sorbafix stapler was attempted as well, but the tacks would not hold. Transfacial gore sutures were then placed a 2 cm intervals to secure the mesh in this area. The insufflation was then expelled from the abdomen, and all ports were removed. The skin over all incisions were closed using 4-0 monocryl deep dermal sutures. Dermabond was applied and the patient was aroused and transferred to the recovery room in stable condition. Instrument, sponge, and needle counts were correct at closure and at the conclusion of the case. There were no immediate complications.¿ findings: ventral hernia containing small bowel and omentum. Estimated blood loss: less than 50 ml. Drains: none. Total IV fluids: see anesthesia record. Specimens: none. Complications: none; patient tolerated the procedure well. Disposition: pacu ¿ hemodynamically stable. Condition: stable. (B)(6) 13: wbmh periop services. Surgery report. Implant record. Implant name: dualmesh plus. Model number: 1dlmcp04. Smda [safe medical device act]?: no. Status: implanted. Laterality: not applicable. Size: 15.0cmx19.0cmx1.0mm. Implant description: w.l. Gore & associates, inc. Lot number: 10042474. Expiration date: 12/14/14. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/10042474) was implanted during the procedure. (B)(6) 13: wbmh periop services. Surgery report. Nurse¿s note. Skin condition: intact, rash, warm. Obese. Upon lifting panus [sic], noted reddened rash between panus [sic] and pubis. Umbilicus¿attempted to clean with q-tips and dr. Cook¿s assistance. Doctor opted to place tegaderm over umbilicus for surgery. (B)(6) 13: wbmh periop services. (B)(6) . Discharge summary. No lifting greater than 10 pounds for 6 weeks. Call md for: temperature greater than 100.4, persistent nausea and vomiting, severe uncontrolled pain, difficulty breathing, headache or visual disturbances, redness, tenderness, or signs of infection (pain, swelling, redness, odor or green/yellow discharge around incision site), hives. No dressing needed. [Appears to be missing a page as it says discharge summary continued.] (B)(6) 17: (B)(6) medical center. (B)(6) . Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: strangulated ventral hernia. Operation: small bowel resection and repair of ventral hernia with strattice biologic mesh. Assistant: garstka. Procedure in detail: ¿after adequate premedication, the patient was taken to the operating room, placed on the operating table in the supine position, and general anesthesia administered via endotracheal tube. The abdomen was prepped and draped in sterile fashion. A longitudinal incision was made extending from above and below the umbilicus deepened down through subcutaneous tissue. The hernia sac was then identified and opened. It was noted to contain small bowel. The hernia could not be reduced. Therefore, the dissection was extended proximally and distally. The previous mesh was partially detached was incised. Adhesions of the small bowel to the hernia sac were then sharply lysed to allow the bowel to be totally mobilized. Proximal bowel was delivered into the wound. There was noted to be approximately a 1 foot gangrenous segment. The distal bowel was identified. Proximally and distally, the bowel was transected utilizing a gia stapler. The mesentery resected with a harmonic scalpel. A functional end-to-end anastomosis was then accomplished utilizing additional application of the gia stapler followed by the ta60 stapler. Once this was accomplished, the bowel was able to be reduced into the peritoneal cavity. The defect was approximately 5 cm x 4 cm and was repaired using strattice. The repair was carried out with strattice being sutured to the previous mesh and fascia, with multiple interrupted sutures of #1 pds. Following this, the subcutaneous tissue was closed with a running 0 vicryl after a 19 blake was placed on top of the strattice and into the hernia sac. The skin was then closed with staples. Blood loss during the procedure was approximately 500 cubic centimeters. The procedure was extremely difficult due to the patient¿s morbid obesity, and the operative procedure was 3 hours in duration. However, the patient was seen to be stable at the end of the procedure and was transported to recover in stable condition.¿ (B)(6) 17:(B)(6) center. (B)(6) . Operative report. Preoperative diagnosis: probable wound infection. Postoperative diagnosis: wound infection. Operative procedure: wound exploration, irrigation and placement of wound vac. Assistant: garstka. Procedure in detail: ¿after adequate premedication, the patient was taken to the operating room and placed on the operating table in supine position. General anesthesia administered via endotracheal tube. The abdomen was prepped and draped in sterile fashion. Previous incision was opened, deepened down through the subcutaneous tissue. Purulent material was obtained. The wound was deepened all the way down to the fascia and the strattice biologic. Hematoma was removed using pulsavac. Once the wound was relatively clean, white sponge was placed in the depths of the wound followed by a black sponge and connected to the wound vac. Patient was then transported to recovery in stable condition. There was minimal blood loss.¿ I have reviewed this documentation and do hereby attest that this information is true, accurate, and complete. (B)(6) 17:(B)(6) medical center. (B)(6) ; resident, mark kappelman, md. Discharge summary. Abdomen soft, appropriately tender at incision site, incision in midline packed with white and black sponge and serosanguinous discharge, erythema improved, note large obese panus [sic] with some edema on dependent aspect. Hospital course: presented to emergency room with findings and exam concerning for incarcerated ventral hernia. Of note, clinically stable at that time and kept nothing by mouth for observation. Over course of observation, became febrile with elevated wbc; taken to or for exploratory laparotomy 3/20 with concern for strangulation and at time of surgery bowel was reduced and ran revealing area of ischemia which was resected and reanastomosed. Observed in ICU overnight, extubated, and transferred to floor, where from surgical standpoint did well and was tolerating diet. However by post-op day 6, had developed worsening erythema at incision and jp placed at time of surgery continued to have high output so post-op day 7 returned to or for wound exploration, washout of hematoma, and wound vac placement. Wound care consulted for wound vac and as patient is extremely morbidly obese, case management consulted for wound care assistance after hospital discharge. Antibiotics will be stopped and wound care continued for now once discharged to long-term acute care. Plan: discharge to long-term acute care today. 03/31/17: west jefferson medical center. Meghan e. Garstka, md; resident, mark kappelman, md. Discharge summary. Addendum: not yet transferred to long-term acute care night of 03/30, md was contacted regarding episode of atrial fibrillation that resolved with administration of 5 mg IV metroprolol. As was not experiencing this afterwards, will be discharged to long-term acute care. 02/19/19: [facility illegible.] Clark warden, md. Operative report. Preoperative diagnosis: incarcerated incisional hernia with chronic fistula. Postoperative diagnosis: same. Procedure: excision of hernia sac and fistula and repair of incisional hernia. Anesthesia given: general. Procedure in detail: ¿patient was taken to the operating room placed supine on the operating table. The abdomen was prepped and a band was placed over the chronic fistula. The abdomen was draped sterilely and then an elliptical incision was made around the large hernia sac and umbilicus. The incision site was taken down through the subcutaneous tissue to the fascial edges and the hernia sac and overlying skin and fistula were completely excised. The small bowel was stuck to the hernia sac in a couple of spots and this was taken off and sharp dissection. We noted an old small bowel anastomosis which was somewhat stenotic. The bowel was a little bit dilated proximal to this a little bit collapsed distal to it but because he lacked symptoms I opted not to address this at this time. The small bowel was put back into the abdomen and the fascial edges were trimmed. There was some old mesh that was incorporated in the edges. The defect was about 10 cm x 12 cm. The fascial edges came together easily and the tissue was closed so I decided to close this primarily with interrupted figure-of-eight sutures of #1 prolene. The subcutaneous tissue was closed in multiple layers with zero and 2-0 vicryl. The skin was closed with staples. Sterile dressings were applied. He tolerated the procedure well or [sic] complications.¿ 02/19/19: [missing records: a pathology report detailing analysis of hernia sac and specimens excised during the 02/19/19 procedure was not provided.] (B)(6) 19: [facility illegible.] (B)(6) . Operative report. Preoperative diagnosis: abdominal wall abscess status post hernia repair. Postoperative diagnosis: same with retained mesh and large seroma. Procedure: incision and drainage of abdominal wall with excision of seroma and excision of old mesh. First assistant: none. Anesthesia given: gen. Procedure in detail: ¿the patient was taken to the operating room and place supine on the operating table. After induction of general endotracheal anesthesia the abdomen was prepped and draped in sterile fashion. The area of the draining abscess was opened and we got down to granulation tissue. This was followed down and enlarged until we encountered a piece of old mesh. This mesh came out easily. There was also a large mass below this and we dissected it out and found that it was a large seroma from the previous hernia repair. This was opened and drained and then the lining was excised completely. We ended up with an incision about 20 cm in length and very deep. After assurance of adequate hemostasis and electrocautery the wound was packed with kerlix gauze and sterile dressings were applied. He tolerated the procedure well and there were no complications.¿ (B)(6) 19: [missing records: a pathology report detailing analysis of the device and specimens removed during the (B)(6) /19 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation findings. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10042474. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: wound infection with incision & drainage (I&d) and vacuum-assisted closure (vac) placement((B)(6) 2017), abdominal wall abscess and mesh removal requiring an additional surgery. Additional event specific information was not provided.